Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and other blood glucose was 407 mg/dl. Customer treated with manual injection. The customer alleging possible insulin pump under delivery. The customer also stated that customer performed self test and displacement test and they were able to passed the test. The customer also stated that the insulin pump had insulin flow block alarm. Customer was reporting a past event. Customer reported that event was resolved by changing complete set. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to carelink. No upload/download anomalies or delays in uploading/downloading were noted. (B)(4).